Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported by the patient that at the moment they had a nerve damaged jaw. They reported that while they were getting the trial inserted, they were laying on their stomach and had their head turned to their left. The patient reported their neurologist had told them that all the nerves were connected so the patient having their head/neck turned to one side could¿ve caused the temporomandibular joint (tmj) disorder/the lot of pain the patient was having now. The patient reported the neurologist told them that was how they got the nerve damage because having ¿your neck be in that position for a certain amount of time can cause tmj.¿ the patient reported their managing health care physician (hcp) for the device told them there was no way that could have cause the issue but the neurologist said it did. The patient stated they were going to a physical therapist that was doing acupuncture for their jaw. The patient was going to follow up with their hcp. They noted they had an upcoming appointment with their neurologist on (B)(6). The patient was currently seeing a neurologist concerning the issue and that the jaw issue was still on-going and their doctor gave her gabapentin for it and it worked well over the weekend but then they reacted terribly to the gabapentin with an allergic reaction. The patient reported they had the trial when the nerve damage/tmj occurred. There were no further complications reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the nerve damage/tmj was urinary incontinence, urinary urgency, as well as urinary tract infection, and that it was not related to the device. Additional information was received on (B)(6) 2018 from a healthcare provider (hcp) indicating that the urinary incontinence, urinary urgency, and urinary tract infection were the reason for the trial and device, and they were all pre-existing conditions. The hcp also reported that they patient had no new uti with the trial. The patient was last seen by their healthcare provider on (B)(6) 2018 and was doing well with the implant. There was no further note of nerve damage/tmj and the patient did not report seeing a neurologist. No further complications were reported.